Event description:
The manufacturer received information alleging a patient expired while using a bipap vision. The device reportedly had low pressures and was alarming. The device has yet to be evaluated by the manufacturer. A follow up report will be filed when the investigation is complete.